Event description:
It was reported that the patient had went to the "out-of-hours" clinic, general practitioner (gp) center with hypoglycemia and "lots of air" in the patient's intestines. The patient's blood glucose (bg) levels declined to below 2 mmol/l (36 mg/dl) while wearing the pod between 25 and 36 hours. The continuous glucose monitoring (cgm) sensor (dexcom g7) was giving the wrong bg values as the values displayed on the pod controller was discrepant with the values from the finger prick test. The patient took a dextrose tablet and ate a lot to elevate their bg levels. Later, the patient experienced severe abdominal pain, prompting the visit to the clinic. The patient was treated with naproxen and omeprazole. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.